Event description:
It was reported that a patient notifier alerted hvli out of range. Noise of ventricular channel was also noted on the stored egms. A fracture of the svc coil was suspected. The lead was extracted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.